Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in to the patient's left eye (os) on (B)(6) 2014. Excessive vault was noted, as well as pupil block associated with elevated intraocular pressure. The lens was exchanged for a shorter lens on (B)(6) 2014 and the problem was resolved. Patient's last known bcva was 20/25 as of (B)(6) 2015.

Manufacturer narrative:
(B)(4). Evaluation codes: method: (other) work order search results - (other) a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation: method - medical review. Results - visual inspection of the returned lens showed the lens was received in liquid with no visible damage. The lens was rehydrated in bss and re-measured and both the length and width of the lens was found to be within original design specifications. Therefore, it can be justified that the complaint was not product related. Medical review - acute angle closure with elevated iop in the presence of a vicmo/vticmo model may occur due to: remaining viscoelastic in the posterior chamber, oversize icl with angle closure, too narrow angles/crowded ac due to a small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), blockage of the port by remaining visco-elastic or by an inflammatory membrane, etc. There is not enough clinical data to determine the exact cause of this event, however, we cannot rule out completely excessive vault as a contributing factor. According to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition, (poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusions - based on the complaint history, work order search and medical review, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).